Event description:
N/a.

Manufacturer narrative:
Analysis of production: (3331/213) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 12 month product complaint trend data for the period (B)(6) 2020 through (B)(6) 2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and found that both batteries were defective resulting in the unit's inability to charge the batteries. The fse suspected that the batteries were the issue as the battery charge indicator did not work. Additionally, the fse confirmed the batteries were manufactured by getinge and properly maintained pursuant to the service manual. To fix the issue, the fse replaced both batteries, and confirmed that the unit was able to charge the batteries and worked properly. The fse then performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that while attempting to charge batteries prior to use, the cs100 intra-aortic balloon pump (iabp) would not charge the batteries. There was no patient involvement, and no adverse event reported.